Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 in the morning. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of metformin 500mg pills in response to the alleged issue. The patient stated that "two to three days" after the alleged issue occurred he developed symptoms of "increased urination and dry mouth" and that on (B)(6) 2015 at 10:20am he visited a doctor's office where he had his a1c tested on a lab device, which gave a result of "14" and he had his medication changed "from metformin to another pill". The cca noted during troubleshooting that it was not the first time the device had been used and there was no apparent misuse of the meter. The batteries did not require replacing. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hyperglycemic event after the alleged meter issue occurred.